Manufacturer narrative:
Lot number - 19a019, 19c006, 19d054, and 19e035. Three (3) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer of all three devices. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. The devices were determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 4 </noe> malfunction events. It was reported that four (4) small volume folfusors did not flow. Three events occurred during infusion and involved patients with no patient consequences, and one event occurred during priming and did not involve a patient. For one of the events that occurred during infusion, when the device was disconnected from the patient, a kink was noted in the line. This event involved a female patient. Patient identifiers are unknown for the other two events that occurred during infusion. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection revealed no evidence of fluid inside the sample, indicating that the device had not been filled or used. The device was received with malformed housing. Due to the condition of the returned device, a functional flow test could not be performed. The customer reported no flow condition could not be verified through evaluation of the returned sample. Should additional relevant information become available, a supplemental report will be submitted.